Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer, the introducer in the midline kits needs to be more tapered and smooth. The current introducer is difficult to insert and almost obligates you to make a skin nick and the patients' skin is ecchymotic from the tissue trauma.